Event description:
The customer stated that the paramedics were called to her home last month, due to low blood glucose levels. The reported blood glucose reading at the time of the call was 166 mg/dl. The customer stated that she was not treated or taken to the hospital as her blood glucose levels had risen by the time the paramedics arrived. Troubleshooting was performed and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.